Manufacturer narrative:
The subject device was received and evaluated. The reported issue was able to be reproduced. Return device: serial is (B)(4). Visual inspection: there was no abnormality in the appearance. Device evaluation/functional testing found the front panel was reproduced with a high-pitched warning alarm during testing. Issue found to be due to main board failure. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of after switching on the power source, an alarm is generated and the front panel is turned off. Issue was found during an unknown event. There was no patient harm reported, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty main board could not be identified. Olympus will continue to monitor field performance for this device.